Event description:
The subject device was received at an olympus service center for evaluation with a report that during reprocessing, the image was blurry. There is no patient or user injury.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the charge coupled device (ccd) unit - damage or deformation of the connector - movable l-range sliding error that occurred in the zoom scope - blurred image occurred within the allowable range the event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions during the device evaluation, service found the hot and cold water image blurred for about 5 seconds. In addition, the instrument channel leaking due to a cut in the channel. The insertion tube was dented and leaking. All switches were worn, switch 1 was deformed, and switch 3 was scratched. The suction cylinder and instrument channel port were deformed. The objective lens was cracked. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.